Event description:
It was reported that the surgeon inserted an aq5010v silicone three piece lens and one haptic tore. The incision was enlarged to remove the lens and another lens was implanted. Sutures were not required.

Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product found a piece of the lens optic torn off. There was evidence of clear surgical residue and reddish residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.